Event description:
It was initially reported that the while reviewing programming history for the patient that they were programming to unintentional settings due to an incomplete diagnostics. There was no final interrogation and the patient's setting change was not seen until the next appointment when it was corrected.